Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the part came off the devices 254401004 and 255000100 and the device 254500508 was chipped. Additionally, there was an unknown malfunction/allegation against the devices 620120121 and 254401017. It didnt happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the part came off the devices 254401004 and 255000100 and the device 254500508 was chipped. Additionally, there was an unknown malfunction/allegation against the devices 620120121 and 254401017. It didnt happen in surgery. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection does not found signs of breakage on the attune fb ps artic surf sz8, however the device was cracked on the middle post. Additionally, one spring was deformed, and the other post had the spring missing. The observed condition appears to be consistent with the effects of repeated use and servicing over 12+ years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune fb ps artic surf sz8 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: d9 corrected: h3.